Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and air bubble anomaly from the insulin pump. The customer's blood glucose reading was 418 mg/dl. The customer stated that there were air bubbles in the reservoir. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised that high blood glucose may occur if the insulin is expired or cloudy. The customer declined to check for possible insulin issues. The customer was advised to change the infusion set. The customer stated that air bubbles did persist after a set change. The customer was advised to call back if the problems persist.